Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced "glycemic decomposition" and "general malaise". Customer was unable to self-treat and was hospitalized due to their blood glucose measuring at "400" and were administered insulin subcutaneously, oral hypoglycemic agents, and intravenous fluids to lower their glycemic value by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port prevents the customer from charging the reader which would lead to the reader not turning on. Visually inspected the returned usb charger and usb cable and no damage was observed. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and the power adapter voltage was measured to be within specification range. Power adapter test passed. The returned reader was de-cased and attempted to download reader data while in the test fixture. The issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced "glycemic decomposition" and "general malaise". Customer was unable to self-treat and was hospitalized due to their blood glucose measuring at "400" and were administered insulin subcutaneously, oral hypoglycemic agents, and intravenous fluids to lower their glycemic value by a healthcare professional. There was no report of death or permanent impairment associated with this event.